Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A 2.5x12mm taxus express2 drug eluting stent (des) had been selected to treat an unknown lesion. While attempting to place the stent delivery system on to an unknown guidewire, the tip of the stent "flared out." The procedure was completed with another 2.5x12mm taxus express2 des. There were no patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.